Event description:
The customer contacted heartsine to report that their device could not be powered on. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
A stryker service representative performed evaluation of the customer¿s device. The device was failing to power on and no flashing status indicator was observed. A visual inspection of the device identified that the battery cable was not connected to the jp4 connector on the pcba. The battery cable being connected from the pcba (molex jp4 connector) would have prevented the supply of power to the pcba from the pad-pak, and therefore the inability to power on the device. The fault could not be replicated once the battery cable was connected securely to the jp4 connector. The battery cable and the molex jp4 connector were inspected with no abnormalities found that would have inhibited a secure connection. Both the battery cable and molex jp4 connector were measured and compared to the engineering drawings from molex. All dimensions for each were within the acceptable tolerance. Information from the device memory shows no failed self-tests were recorded which is the normal condition to trigger the red status indicator and failure chirp. The device memory also shows that it was first installed on the (B)(6) 2022 and it performed successful weekly auto self-tests up to the (B)(6) 2024, indicating the battery cable was making sufficient connection during this period. There were no further self-tests after this date which would indicate that the device failed after this date. Root cause of the reported issue is inconclusive. The customer will receive a replacement device. The customer's device will be scrapped.

Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report. The hdf-3500 device is not available for distribution in the united states but is similar to the sam 350p and 450p which is distributed in the united states.

Event description:
The customer contacted heartsine to report that their device could not be powered on. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.